Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8x19mm graftmaster stent delivery system (sds) failed to cross the distal right coronary artery (rca) perforation due to anatomy. The device was removed without issue and balloon angioplasty (2.0x20mm mini trek) was performed, sealing the perforation. There was no clinically significant delay. There was no adverse patient sequela reported. No additional information was provided regarding this issue.